Manufacturer narrative:
D1, d4 - good faith efforts are being made to obtain correct product information, model, number and serial number related to this case. Therefore, no UDI or 510k is available at time of report. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient went into cardiac arrest, but the staff did not realize the change in condition as the device was in standby. The patient required resuscitation but there was no additional information provided; therefore, good faith efforts are being performed.